Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unsure if the pump was delivering insulin as intended due to experiencing elevated blood glucose (bg) levels ranging from 300-500 (mg/dl). Although requested, the customer declined tandem technical support's offer to perform a system check.